Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # v846964, implanted: (B)(6) 2011, product type lead; product ID 3389s-40, lot # v846964, implanted: (B)(6) 2011, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).

Event description:
A consumer reported via a manufacturing representative that an out of regulation (oor) error code was displayed on the patient programmer. The patient had no falls or trauma recently. The patient had recently gone through an x-ray machine. The implantable neurostimulator (ins) was checked and the ins was on and okay. The ins battery was at 2.84v. The left side was programmed to c+, 2- at 2.9v, 90 usec, and 185 hz and the right side was programed to c+, 10- at 2.5v, 90 usec, and 185 hz. Therapy impedances were 1393 ohms on the left side and 1252 ohms on the right side. The patient¿s parkinson¿s disease was unchanged and their deep brain stimulation was functioning normally. No changes were made when the patient met with their health care provider (hcp). The hcp stated there was no apparent device malfunction. The patient¿s indication for use is parkinson¿s dual and movement disorders.